Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Device UDI: tgu343415j (B)(4). The IFU states that complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection and reoperation.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of saccular aneurysm using conformable gore® tag® thoracic endoprosthesis (tgu343415j/14859782). On (B)(6) 2016, an aortic dissection was reported. The type and the location were unknown. An additional endovascular procedure was planned. The physician commented that the cause of the aortic dissection could be due to overinflating of a balloon for the stentgraft on the procedure of (B)(6). No further information is available.